Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient presented with high impedance. The physician did not know the cause of the high impedance but the patient did not report any pain, discomfort, or increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a full revision surgery. Impedance was within normal limits after surgery. The explanted products have not been received into analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead and generator. The lead fracture allegations were not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. One set of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator and lead were received but product analysis is still underway.